Manufacturer narrative:
H3) no parts have been received by the manufacturer for evaluation. Foreign country: israel. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the camera and computer were faulty. The camera had a display issue. Patient presence unknown. No further information available.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. The camera and computer were replaced. The system then passed testing. Codes b01, c07 and d02 are applicable to this analysis. Additional information in b5. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9735764 and product ID 9735821, lot number p9-22260 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that this occurred while installing a new system. The computer did not boot successfully and was stuck in a loop. There was no patient involvement.

Manufacturer narrative:
H2, correction: d3 <(>&<)> d4 updated. Previously reported concomitant product, 9735764, is not relevant to the reportable complaint and will not be submitted in future regulatory reports. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.